Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the customer cleared the mid:09 (air trap assembly) error message by drying the thermogard system's air trap with clothes and an air pressure gun. Therefore, service was not required to be performed by zoll.

Event description:
An ivtm therapy (hypothermia) was initiated for a 72-year-old female patient (weight: 125 kg) using a thermogard xp ivtm system sn(B)(4) and a start-up kit (suk) (sn unknown). After 40 hours into the ivtm therapy and during the maintenance phase, the thermogard system displayed a mid:09 (air trap assembly) error message. The customer noted a saline leak from the suk air trap's top cap and observed that the leaked saline entered the thermogard system. The customer replaced the suk and the thermogard system to continue the treatment. The customer disposed of the suk. No patient injury was reported.